Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 68 four times. The customer stated that the alarm occurred during the rewind process, however the customer was able to clear the alarm and complete the prime process. Troubleshooting was performed and the device did not pass the self-test; there were e68, e43, and e23 alarms, the customer's blood glucose was 123 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, force sensor test and self test. No unexpected pump error 68/49/43/23 alarm noted during testing. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring.